Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and a relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, the data presented in this literature review article indicated one patient suffered from a wound dehiscence. It is unknown how the adverse event was treated. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. The physician referenced in the article provided an analysis of all the attached images; therefore, no further interpretation of the attached images is required. No further medical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "combined intramedullary nail coated with antibiotic-containing cement and ring fixation for limb salvage in the severely deformed, infected, neuroarthropathic ankle", it was reported that one patient suffered from wound dehiscence. It is unknown how the adverse event was treated. The outcome of the patient is unknown.